Event description:
It was reported that bd insyte autoguard safety barrel filled with blood/blood spatter. The following information was provided by the initial reporter: mechanism looks to have failed causing excessive blood spatter a unit supervisor is asking if this is a defect, angiocath chamber doesn¿t usually fill like this, the blood splattered when she hit the safety button.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Street address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed the safety shield from the implicated autoguard IV catheter. The needle had ben retracted and the catheter had been fully deployed off of the finger grip. The catheter was not within the frame of the photograph. In one of the photographs, the safety shield was laid out on a green sheet or drape while in the other photograph the device was held in a gloved hand. Multiple splatters of red fluid, consistent with blood, were seen on the green sheet or drape. The splatters varied in size and location. The barrel of the safety shield was completely full of the red fluid. There appeared to be a lighter section in the end of the barrel which appeared consistent with the flow control plug. Your reported issue was confirmed. Without examination of the physical sample, the exact cause of the excessive blood filling the barrel and blood splattering from the device could not be determined. It is possible for fluid exposure to occur if there is a manufacturing issue where the flow control plug becomes damaged or the flow control plug is set to an improper depth. Manufacturing controls are in place to minimize the occurrence of this type of damage including machine set-up per the controlled procedure, vision system inspections, in-process sampling tests for leaks past the plug and plug depth inspections. Clinical causes for the barrel filling with blood could include pausing with the needle tip within the vein for an excessive amount of time. A device history record review showed no non-conformances associated with this issue during the production of this batch.